Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (BG) levels displayed as "High"; although specific value was not provided. Cause was not known. Customer performed a supply change to address the BG. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android Galaxy S9 / 1.6 / Android_10.